Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
During repairs of the heartstart mrx, it was found that the battery pca has a bent pin. There was no associated failure symptom reported. There was no patient involvement.